Event description:
Reporting status: malfunctions. Reporting rationale: larger than expected device could cause pt injury. Device issue: mislabeled. This event is being filed conservatively. It was reported that when the physician opened a box labeled as minivision 2.5 x 15, model 1007829-15, lot number 7010931, found inside the pouch and the box was a vision 3 x 15, model1007842-15, lot number 7120632. The box was closed before opening the packaging. No add'l event or pt info is available.

Manufacturer narrative:
.